Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat a paroxysmal atrial fibrillation presented visible air aspirated. Sheath was inserted into the venous system via over the wire technique. Wire and dilator removed. Physician performed aspiration/ flush, but small air bubbles kept showing up in the side port flush. The device was removed and replaced. The procedure was completed successfully without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat a paroxysmal atrial fibrillation presented visible air aspirated. Sheath was inserted into the venous system via over the wire technique. Wire and dilator removed. Physician performed aspiration/ flush, but small air bubbles kept showing up in the side port flush. The device was removed and replaced. The procedure was completed successfully without patient complications. The sheath is expected to be returned.